Event description:
Complainant alleged that while attempting to monitor a pt, the device inappropriately shut down. Complainant indicated that the device then self-powered back on and they were able to continue treating the pt. Complainant indicted that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.